Event description:
A report was received that the patient's lead was explanted during a lead revision. The physician believes he damaged the lead when suturing it down, during the implant procedure. A new lead was implanted, and the patient is reportedly doing well.